Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/16/2008 evaluation summary: the analysis results found that the er320 instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. The instrument could not feed more clips as it was returned empty and all of the twenty clips have been fired out. Additionally the jaw was found to be yielded. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.